Manufacturer narrative:
Investigation: x-review DHR x-inspect returned samples. *analysis and findings complaint 2022-07-0000138. Distribution history: the complaint product was manufactured at csi on 04/26/2021 under work order 301137 and sold on 05/25/2021. Manufacturing record review: DHR-301137 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 98733 this unit was at csi on (B)(6) 2022. Visual evaluation: visual examination of the complaint product revealed physical damage. The lower cap was broken and the main valve seal is dirty. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the main valve seal being dirty. *correction and/or corrective action: the main valve seal was cleaned. The lower cap and seal were replaced. The unit was tested and found to be acceptable and was returned to the customer. No further corrective action is necessary. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Nozzle gets stuck and doesn't stop spraying. Fs log # 98733. 1216677-2022-00203 wallach ultra freeze 900076 e-complaint-2022-07-0000138.

Event description:
Nozzle gets stuck and doesn't stop spraying fs log # 98733 1216677-2022-00203 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.